Event description:
The customer alleged they were receiving questionably low results on their c501 analyzer. The customer was receiving zero or very low results that repeated much higher. The customer stated they were seeing these issues on at least c-reactive protein gen.3 (crp) and glucose. The customer provided data for one reportable malfunction for crp. The patient's sample was tested in a micro-tube. The patient's initial crp result was 7.6 mg/l and it was reported outside the laboratory. The repeat result was 103 mg/l. There were no adverse events. The crp reagent lot number and expiration date were requested but not provided. A root cause could not be determined with the information provided for investigation. Additional information for further investigation was requested but not provided. Based upon information provided, a possible cause could be related to the customer not using recommended rack adapters or incorrect sample probe adjustment.

Manufacturer narrative:
This event occurred in (B)(6).